Event description:
Ous MDR - it was reported that this lead had measured impedances greater than 3000 ohms, and a lead fracture was suspected. This lead was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed a rubbed through insulation at approx. 27 cm distal to theis-1 connector pin. The conductor coil to the ring electrode was found fractured in this area. These findings can be considered as the root cause for the observed out of range impedance, as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. Further damages such as the broken insulation at proximal part of the lead occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.